Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and the device passed. The receiver was charged and booted. The receiver log was downloaded and reviewed, and "reboot receiver/error recovery without manual restart" errors were observed. A global receiver functional test was performed and passed all relevant testing. The reported event of initializing screen without manual restart was confirmed during log review. A root cause for the firmware errors could not be determined. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue